Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Multiple corrupted history file alarms noted in alarm history due to corrupted history files. The button event file was overwritten. Unable to verify if bolus was manually entered by customer. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's grand parent that the customer's pump malfunctioned and gave the customer 200 units of insulin within 15-20 minutes. The customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 127 mg/dl at the time of the call. The customer used food and glucose tablets to treat and was given a shot at the emergency room. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. The insulin pump will be returned for analysis.